Event description:
The customer received questionable iron generation 2 (iron) results several times. She provided discrepant results for one patient sample and discrepant results generated while performing a precision study. All the results, both patient results and precision study results, were accompanied by data flags. The patient's initial result was 6.7 ug/dl. This result was reported outside the laboratory and was considered to be the correct result. The sample was repeated three times and recovered 10.1 ug/dl, 13.8 ug/dl and 8.1 ug/dl. The patient was administered iron supplements based on the correct result of 6.7 ug/dl. Iron treatments were started on (B)(6) 2010. The patient is stable. The iron precision study was performed (B)(6) 2010, using the same patient sample. The study generated the following results: 18.1 ug/dl 8.8 ug/dl 12.6 ug/dl 12.8 ug/dl 22.9 ug/dl 15.0 ug/dl 11.2 ug/dl 11.2 ug/dl 14.7 ug/dl 13.9 ug/dl 10.9 ug/dl 14.4 ug/dl 16.5 ug/dl 16.5 ug/dl 16.4 ug/dl 13.5 ug/dl 13.7 ug/dl 19.8 ug/dl 25.9 ug/dl 24.2 ug/dl the iron reagent lot number was 62947501. The field service representative determined the analyzer belt and motor were possible causes of the discrepancies. He replaced the belt and motor. The customer ran calibrations and controls which were acceptable.